Event description:
The clinician reports the implant was inserted (B)(6) 2023 in ada 14. On 2023-12-08, non-osseointegration was verified. Patient presented with fair oral hygiene. The device was forwarded to the manufacturer. At the event the patient experienced: pain, mobility, swelling, increased sensitivity, hypersensitivity, abscess, inflammation and numbness. No further patient complications were reported.